Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) the compressor output test of cardiosave intra-aortic balloon pump (iabp) exceeded 2000 rpms, resulting in a test failure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The fse that encountered the issue replaced the scroll compressor. The compressor then registered the motor speed at about 1600 rpms after 30 minutes. The fse completed the pm. The unit was calibrated. The unit passed all functional and safety tests per factory specifications. Failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: compressor scroll. This part was received with a reported unit failure message of running on high rpm. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual. Performed compressor output tests and passed within the factory specifications. Compressor rmp was 1382; the factory specification is <2000 rpm. The failure analysis and testing department could not verify the failure message of compressor running on high rpm. Compressor scroll passed testing. Retaining compressor in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date), g3, g6, h2, h11.